Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. A supplemental report will be submitted when the investigation has been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic receive report that during the stroke procedure, the catheter¿s maker band dislodged in the patient, as the it was advance within the balloon guide catheter. The patient was not injured.

Manufacturer narrative:
The device was not returned for analysis, as it was reported to have been likely discarded at the site. Based on the reported information, the report of marker band dislodged could not be confirmed and the cause could not be determined. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.